Manufacturer narrative:
The reported outflow graft twisting was confirmed via the submitted photos. However, a specific cause could not be determined through this evaluation. Additionally, review of the submitted log files confirmed low flow events. The outflow graft twist would have contributed to the observed low flow alarms. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced persistent lower flows on the system controller starting on the morning of the (B)(6) 2019. The patient was admitted to the hospital. CT was performed to check if the outflow graft (ofg) obstruction possibly could be ofg twist. On (B)(6) 2019, the patient went to the operating room and the surgeon observed ofg twist. The ofg was untwisted and some jelly fluid on the ofg was removed which decompressed the ofg. Ofg was not replaced and ofg clip was placed. The patient is recovering.